Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a defective sureform white staple reload as it was jammed (3rd load). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The white sureform 60 reload was analyzed and found to have lodged staples wedged in the knife track. The staples were removed and there were 3 staples confirmed. There was also cartridge damage, and the blade appears to be jammed within the knife track. The blade appears to be wedged into the knife track/cartridge. There was no material missing as a result. Isi also received the sureform 60 stapler to perform failure analysis. There was no reported complaint against this part. The instrument was returned with the reload attached and it could not be removed for testing. There were no failures reported in the logs for this instrument.